Manufacturer narrative:
After troubleshooting with the assistance of olympus technical support via the phone, the user facility determined the likely cause of the reported problem was an olympus scope, model cf-hq190l. The user facility sent the suspect scope for repair. The investigation is ongoing and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image was lost during a procedure. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of the malfunction in the scope could not be identified. Olympus will continue to monitor field performance for this device.